Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the initial results were from an aliquot and the repeat results were from the primary tube, contamination or a wrong sample were likely causes.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable crej2 creatinine jaffé gen.2 and ise indirect k for gen.2 results for 1 patient sample. Of the data provided, there were discrepant crej2 and mg2 magnesium gen.2 results tested on a cobas 8000 c 702 module and ise indirect k and cl for gen.2 result tested on a cobas 8000 ise module. The initial sample results were sample aliquots processed by the modular pre-analytical system (mpa) and the repeat results were from the primary tube. The initial crej2 result was 12.01 mg/dl and the repeat result was 0.91 mg/dl the c 702. The initial mg2 result was 3.1 mg/dl and the repeat result was 2.2 mg/dl the c 702. The c 702 serial number was (B)(4). The initial k result was 51.1 mmol/l and the repeat result was 4.4 mmol/l on the ise module. The initial cl result was 135 mmol/l and the repeat result was 105 mmol/l on the ise module. The ise module serial number was (B)(4). The repeat results from the primary tube were considered correct. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The crej2 and mg2 reagent lot numbers and expiration dates were asked for but not provided. The k and cl electrode lot numbers and expiration dates were asked for but not provided. The initial investigation determined that the issue was related to the mpa.